Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the physician found the dilator split during the procedure. A new kit was used to complete the procedure. The patient was fine and had no harm.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. It was noted that the dilator was not among the components returned by the customer. No definite signs of use were observed on any of the returned components. Visual analysis could not be performed on the dilator involved with this complaint as it was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a dilator body separation cannot be confirmed through complaint investigation. Visual , dimensional, or functional analysis could not be performed on the dilator as it was not returned. A device history record review was performed, and no relevant findings were identified. Based on the customer report , and without the actual dilator returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the physician found the dilator split during the procedure. A new kit was used to complete the procedure. The patient was fine and had no harm.